Event description:
It was reported that the level sensor in an arctic sun device seemed to be defective. As per review of wo on (B)(6) 2023, system powering on without problem. Alarm 05 (water reservoir empty) was indicating that there was no water in it. The wo indicates that had to exchange the level sensor to fix that filling problem. It was noticed that the system would not be able to fill the system since one of the pumps were defect. Technician did not have a preventive maintenance kit, so the customer would receive an exchange system and the faulty device would be send back to repair. Level sensor was still in the system since the old was damaged anyway. As per follow up information received via email on (B)(6) 2023, this appeared during onsite repair. Device would be sent to crs. No patient involvement. As per notification received via email on (B)(6) 2023, as per follow up information, the issue appeared during onsite repair with no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. During evaluation, it was noted that no water filling was possible, circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was replaced and the issue was resolved. The level sensor was found to be damaged during the field servicing. Completed a 2000-hour pm at the depot. Replaced level sensor during field servicing. Replaced mixing pump, heater, and both drain ports at the depot as part of the 2000-hour pm. The device passed the procedure and can be placed back into normal use. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- a, b, d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the level sensor in an arctic sun device seemed to be defective. Per review of wo on (B)(6) 2023, checking serial numbers to verify the system. System powering on without problem. Alarm 05 (water reservoir empty) was indicating that there was no water in it. The wo indicates that had to exchange the level sensor to fix that filling problem. It was noticed that the system would not be able to fill the system since one of the pumps were defect. Technician did not have a preventive maintenance kit, so the customer would receive an exchange system and the faulty device would be send back to repair. Level sensor was still in the system since the old was damaged anyway.